Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the updated the application software on the navigation system to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, when merging exams for planning a procedure, the merging was less accurate than desired. No additional information was provided. There was no patient present when this issue was identified.